Event description:
The customer reported, the kv output is high. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the kv, ma, and resolution to be within specs. System operates as intended. (B) (4).